Event description:
It was reported that during a carotid stenting procedure, the filterwire became stuck and the patient experienced a vasospasm. During the procedure, the filterwire moved around a little and the vessel may have spasmed. Medication was given for the spasm. As the filter was being removed it got caught on one of the stent struts. The physician managed to un-hooked off the strut and he was able to remove the filterwire. The procedure outcome was good. The patient's status was reported as okay at the end of the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).